Manufacturer narrative:
A ge svc rep performed an over the phone investigation. Technical support was provided to the customer to reboot the system to clear the image quality issue. The reported problem was resolved by the customer. No additional svc info was provided.

Event description:
The customer reported that the system displayed degraded wavy image quality on the monitors. No pt injury was reported.